Event description:
Same case as MDR# 2134265-2014-05718. It was reported that during a balloon angioplasty, multiple balloon ruptures occurred. The target lesion was located in the severely calcified superficial femoral artery (sfa). While trying to dilate the sfa the physician used two wanda balloon catheters (wanda 4.0-40, 135 and a wanda 5.0-80, 80) and both burst. The physician was able to complete the procedure with a 5.0 x 80mm mustang balloon catheter. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR. Device evaluated by manufacturer: a visual and tactile examination found no kinks or damage along the shaft of the device. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 15mm distal to the proximal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty, multiple balloon ruptures occurred. The target lesion was located in the severely calcified superficial femoral artery (sfa). While trying to dilate the sfa the physician used two wanda balloon catheters (wanda 4.0-40, 135 and a wanda 5.0-80, 80) and both burst. The physician was able to complete the procedure with a 5.0 x 80mm mustang balloon catheter. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).